Event description:
It was reported that the pt was not getting therapeutic stimulation. The impedance readings were normal. The pt's system was replaced. Following replacement, the pt was receiving good stimulation to the affected areas.

Manufacturer narrative:
Other applicable components are: product ID: 3998, lot# j0406421v, implanted: (B)(6) 2004, explanted: (B)(6) 2008, product type: lead. Product ID: 748951, serial# (B)(4), implanted: (B)(6) 2004, explanted: (B)(6) 2008, product type: extension. Product ID: 748951, serial# (B)(4), implanted: (B)(6) 2004, explanted: (B)(6) 2008, product type: extension. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. Patient reported that their first scs system was explanted and replaced because the wires came apart and became disconnected. It was reported that an x-ray was done and their physician confirmed the wires were not connected. Patient reported they had not falls or trauma that would have caused this.

Event description:
A medwatch report received indicated the lead and generator were removed due to a "fracture in the patient's lead that could have made the system not work well." The manufacturer's records indicate the device reported was implanted in (B)(6) 2004. The implant date appears as (B)(6) 2008 on the report received. Ref u/f # (B)(4).